Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. Insulin did not exit and alarmed no delivery while troubleshooting. The alarm may have been caused by an infusion set/reservoir occlusion. Customer's blood glucose level was 406 mg/dl. She had not treated her high blood glucose level. The customer was able to rewind and prime a new infusion set and reservoir and continued to bolus 7 units of insulin with the insulin pump. The device was not returned.